Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. The customer biomedical engineer (biomed) was not at the device during the call and could not identify the physical hardware. The rse advised the customer that the classic piic is end of life/end of service (eol\eos). The rse also recommended the following steps to help resolve the issue: reseating the audio card and validating speaker cable was fully connected. Swap the audio card with another pc and monitor. Contact account sales rep to start quoting process to replace the piic classic. Based on the information available, the cause of the reported problem was an audio card/hardware issue. The reported problem was confirmed. The rse confirmed that the system was fully functional at time of the call. The biomed stated that they would monitor and contact philips if further help is needed. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the device is operational, but the alarm is working intermittently; there is no audio from the speaker. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.